Manufacturer narrative:
Article citation: välimäki juha. "A novel surgical technique for the treatment of a filtration bleb extending over 180° after xen gel stent implantation." Eur j ophthalmol. 2020 nov 4:1120672120969040. Doi: 10.1177/1120672120969040. Epub ahead of print. Pmid: 33148048. (B)(4). The reported events of bleb-related issues and keratitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The reported events of 1-month after xen®45 gts implantation in right eye one patient developed a giant superior vascular bleb and corneal dellen. Despite needling and 1 month of conservative treatment with topical aqueous suppression, artificial lubricants and antibiotic ointment, the bleb extended from the superonasal quadrant to the superotemporal and inferonasal quadrants with a maximum height of 4 mm. Approximately one and a half month after implant, bleb open excision surgery for bleb drainage was performed. At final follow up, events have resolved and patient was stable without antiglaucoma medications. The events were reported in the article: "a novel surgical technique for the treatment of a filtration bleb extending over 180° after xen gel stent implantation" european journal of ophthalmology, epub ahead of print.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6a.

Event description:
The reported events of 1-month after xen® gts implantation in right eye one patient developed a giant superior vascular bleb and corneal dellen. Despite needling and 1 month of conservative treatment with topical aqueous suppression, artificial lubricants and antibiotic ointment, the bleb extended from the superonasal quadrant to the superotemporal and inferonasal quadrants with a maximum height of 4 mm. Approximately one and a half month after implant, bleb open excision surgery for bleb drainage was performed. At final follow up, events have resolved and patient was stable without antiglaucoma medications. The events were reported in the article: "a novel surgical technique for the treatment of a filtration bleb extending over 180° after xen gel stent implantation" european journal of ophthalmology, epub ahead of print.